Manufacturer narrative:
D4 - expiration date updated from blank to 5/14/2024. H4 - device mfg date updated from blank to 6/26/2023. The complaint investigation for falsely elevated architect insulin results included a search for similar complaints, ticket trending review, labeling review, field data review, and device history record review. Return testing was not completed as returns were not available. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends or issues for the complaint product. Device history record review for the complaint lot did not identify any potential non-conformances, deviations, or non-conformances associated with the complaint issue. The overall performance of architect insulin reagent was reviewed using data gathered from customers worldwide. Review shows that the median patient results for lot 55221lp22 is within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. A review of applicable field data suggests that the performance is acceptable. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency with the architect insulin reagent kit, lot number 55221lp22, was identified.

Event description:
The customer observed falsely elevated architect insulin results for patient samples. The following data was provided: (B)(6) 2023 patient 1 sample ID (B)(6) all of the following results were generated on lot 54221lp21 : initial result = 554 u/ml, repeat result 1:2 dilution = 757 u/ml, repeat result later = 739.87 u/ml, last diluted result = 375 u/ml. (B)(6) 2023 same patient, new sample. Undiluted result with lot 55221lp22 = 146 u/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.b5 - describe event or problem: lot number corrected from 37225lp64 to 54221lp21 in event narrative d4 - lot # corrected from 37225lp64 to 55221lp22.

Event description:
The customer observed falsely elevated architect insulin results for patient samples. The following data was provided: (B)(6) 2023 patient 1 sample ID (B)(6) all of the following results were generated on lot 54221lp21 : initial result = 554 u/ml, repeat result 1:2 dilution = 757 u/ml, repeat result later = 739.87 u/ml, last diluted result = 375 ¿u/ml. (B)(6) 2023 same patient, new sample. Undiluted result with lot 55221lp22 = 146 u/ml no impact to patient management was reported.

Event description:
The customer observed falsely elevated architect insulin results for patient samples. The following data was provided: (B)(6) 2023 patient 1 sample ID 3302631411 all of the following results were generated on lot 37225lp64: initial result = 554 u/ml, repeat result 1:2 dilution = 757 u/ml, repeat result later = 739.87 u/ml, last diluted result = 375 u/ml. (B)(6) 2023 same patient, new sample. Undiluted result with lot 55221lp22 = 146 u/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.